Manufacturer narrative:
Follow-up #1: date of submission 11/16/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/04/2015 with the following findings: during investigation, the audio bolus button cover was detached. There was evidence of moisture contamination on the bolus button contact. The functionality of the bolus button was unable to be verified due to the detached cover. A leak test was performed and failed indicating a leak at the missing bolus button cover. The pump case was removed and there was additional moisture contamination found inside the pump on the bolus button connector and motor circuit.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb dmg prior tctl cng w/moist) issue. It was reported that the audio bolus button was damaged, under responsive and had moisture present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.